Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the filament driver board and performed a filament calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a "regulator fail" error was displayed on the 9800 system. The system was rebooted and no further errors happened. There was no report of pt injury.